Manufacturer narrative:
H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per subsidiary, the engineer tried to reinsert the black connectors back and measured the voltage. There was only two volts direct current (vdc) instead of the expected 12 vdc.

Event description:
Upon receipt of the device, the user reported that boards with black connectors on the power supply failed. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the reported complaint. He observed the right rear corner of the power supply housing to be bent approximately three degrees and was not allowing the boards to be held securely.

Manufacturer narrative:
Per supplier's evaluation, a visual inspection revealed that some type of impact to the chassis occurred causing the output module to become dislodged from it printed circuit board (pcb) slotted location tabs. Also, the interlocking chassis tab was dislodged. The most likely cause of this defect is the unit being dropped during shipping or handling. A unit in this condition will not pass the final automated test equipment (ate) test as it would have failed for no output and a final visual inspection would have identified the output module was not in the proper location. The unit was repaired. The chassis was replaced and a full functional final ate test performed with no additional problems found. The damage to the unit was most likely caused by the shipping carrier. Careful inspection of the units during end customer receiving should be performed and noted if the outside packaging shows any sign of damage, which may include tears in packaging, crushed or dented boxes.